Event description:
It was reported that the device overheated during a mastoidectomy procedure. There was no delay in the procedure and there was no affect on a patient. The procedure was completed with the device.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint of overheating was confirmed. The motor, rotor and upper bearing were replaced. The device is anticipated to be returned to the customer.